Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed during filling and insulin squirted out during the manual prime process. Troubleshooting was performed, and the drive support cap was loose. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.